Event description:
The customer had a question about a failed code on a battery. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.